Manufacturer narrative:
(B)(4).

Event description:
It was reported that the intra-aortic balloon pump (iabp) had a large helium leak alarm. As a result, the pump was swapped out. The field service engineer has assessed the pump. There was no patient complications reported.

Event description:
It was reported that the intra-aortic balloon pump (iabp) had a large helium leak alarm. As a result, the pump was swapped out. The field service engineer has assessed the pump. There was no patient complications reported.

Manufacturer narrative:
(B)(4). Teleflex did not receive the device for investigation. The reported complaint of iabp helium loss alarm is not able to be confirmed. A field service agent serviced the pump and could not duplicate the alarms. The pump passed functional checkout. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. The reported complaint will be monitored for any developing trends. No further action required at this time.